Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the reported event and was informed that the electrosurgical unit was set at 120 - 280 watts during the procedure, the resection electrode loop broke during the resection of the bladder, and there was no device fragment that have remained inside the pt. The user facility has indicated that the device will be forwarded to olympus for eval, however it has not yet been received. The exact cause of the user's experience could not be conclusively determined. If the device is returned for eval, or if significant add'l info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transurethral resection of prostate (turp) procedure the physician stepped on the cut foot pedal of the electrosurgical unit and the loop electrode immediately broke. The physician removed the broken loop from the pt, and used a new electrode, but the electrode loop broke again. The second electrode was also removed from the pt. The procedure was reportedly completed using an unidentified button electrode instead of a loop. There was no pt injury reported.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to separately account each of the two devices involved in this event. Please cross reference MFR. Report numbers: 2951238-2016-00207.